Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("under a great amount of pain / a lot of pelvic pain / I feel the need of a surgery, I feel tubal blockage occurring on only one side, perforation of uterus or fallopian tubes from movement of the device") and genital haemorrhage ("I'm like extremely bleeding right now") in a 47-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gallbladder operation. No allergies. Age of first period: 12 years. Age at first intercourse: 16 years. No irregular periods, no cramping during periods, no spotting, no sexually transmitted diseases, never an abnormal pap smear, no menopause, no previous iud use. Concurrent conditions included blood pressure high, nonsmoker and abstains from alcohol. Family history included blood pressure high (in mother). Concomitant products included medroxyprogesterone (depo provera) since 2012. In 2011, the patient had essure inserted. On (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), fungal infection ("I am frequently sick of various infections, either have yeast or a urine infection"), urinary tract infection ("I am frequently sick of various infections, either have yeast or a urine infection"), hot flush ("hot flashes"), abdominal pain lower ("cramping"), menorrhagia ("menstrual period are heavier"), nausea ("always feeling nausea"), abdominal pain ("pains I deal with in my abdominal stomach"), feeling abnormal ("she feels out very bad") and chromaturia ("her urine is dark"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, menorrhagia, nausea and abdominal pain had not resolved and the fungal infection, urinary tract infection, hot flush, feeling abnormal and chromaturia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, chromaturia, feeling abnormal, fungal infection, genital haemorrhage, hot flush, menorrhagia, nausea, pelvic pain and urinary tract infection to be related to essure. The reporter commented: I currently lost my job because I could not compel with the restrictions on the job due to the pains I deal with. I can not keep a job because I only experienced in warehouse or maintenance that requires me to do heavy lifting and pushing where I start having issues and it starts hurting again. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 6-feb-2017: irms received. Events added: she feels very bad and her urine is dark. Essure device removal information was updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("under a great amount of pain / a lot of pelvic pain / I feel the need of a surgery, I feel tubal blockage occurring on only one side, perforation of uterus or fallopian tubes from movement of the device") and genital haemorrhage ("I'm like extremely bleeding right now") in a 47-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder operation. No allergies. Age of first period: 12 years. Age at first intercourse: 16 years. No irregular periods, no cramping during periods, no spotting, no sexually transmitted diseases, never an abnormal pap smear, no menopause, no previous iud use. Concurrent conditions included blood pressure high, nonsmoker and abstains from alcohol. Family history included blood pressure high (mother). Concomitant products included medroxyprogesterone acetate (depo provera) since 2012. On (B)(6)2012, the patient had essure inserted. On (B)(6)2017, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), fungal infection ("I am frequently sick of various infections, either have yeast or a urine infection"), urinary tract infection ("I am frequently sick of various infections, either have yeast or a urine infection"), hot flush ("hot flashes"), abdominal pain lower ("cramping"), menorrhagia ("menstrual periods are heavier"), nausea ("always feeling nausea"), abdominal pain ("pains I deal with in my abdominal stomach"), feeling abnormal ("she feels out very bad") and chromaturia ("her urine is dark"). The patient was treated with surgery (hysterectomy with essure removal). Essure was removed in (B)(6)2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, menorrhagia, nausea and abdominal pain had not resolved and the fungal infection, urinary tract infection, hot flush, feeling abnormal and chromaturia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, chromaturia, feeling abnormal, fungal infection, genital haemorrhage, hot flush, menorrhagia, nausea, pelvic pain and urinary tract infection to be related to essure. The reporter commented: I currently lost my job because I could not compel with the restrictions on the job due to the pains I deal with. I can not keep a job because I only experienced in warehouse or maintainance that requires me to do heavy lifting and pushing where I start having issues and it starts hurting again. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6)2017: cluster ID added no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pelvic pain ('under a great amount of pain / a lot of pelvic pain / I feel the need of a surgery, I feel tubal blockage occurring on only one side, perforation of uterus or fallopian tubes from movement of the device/ pain ¿ chronic') and genital haemorrhage ('I'm like extremely bleeding right now') in a 47-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included gallbladder operation. No allergies. Age of first period: 12 years. Age at first intercourse: 16 years. No irregular periods, no cramping during periods, no spotting, no sexually transmitted diseases, never an abnormal pap smear, no menopause, no previous iud use. Concurrent conditions included blood pressure high, nonsmoker and abstains from alcohol. Family history included blood pressure high (mother). Concomitant products included medroxyprogesterone acetate (depo provera) since 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria disability, medically significant and intervention required), fungal infection ("I am frequently sick of various infections, either have yeast or a urine infection"), urinary tract infection ("I am frequently sick of various infections, either have yeast or a urine infection"), hot flush ("hot flashes"), abdominal pain lower ("cramping"), menorrhagia ("menstrual periods are heavier"), nausea ("always feeling nausea"), abdominal pain ("pains I deal with in my abdominal stomach"), feeling abnormal ("she feels out very bad"), chromaturia ("her urine is dark"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), dyspareunia ("dyspareunia"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), rash ("rash"), skin disorder ("skin condition"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), headache ("headaches"), fatigue ("fatigue") and migraine ("migraine") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy with essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, fungal infection, urinary tract infection, hot flush, feeling abnormal, chromaturia, dysmenorrhoea, back pain, dyspareunia, metrorrhagia, rash, skin disorder, psychological trauma, vaginal discharge, bladder disorder, urinary tract disorder, cystitis, vaginal infection, headache, weight increased, hormone level abnormal and migraine outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain lower, menorrhagia, nausea and abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, chromaturia, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fungal infection, genital haemorrhage, headache, hormone level abnormal, hot flush, hypersensitivity, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: I currently lost my job because I could not compel with the restrictions on the job due to the pains I deal with. I can not keep a job because I only experienced in warehouse or maintenance that requires me to do heavy lifting and pushing where I start having issues and it starts hurting again. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Reporters information updated. New events: dysmenorrhea, back pain , dyspareunia, metrorrhagia, (bleeding b/w periods) , rash, skin condition, hypersensitivity, psych injury, migration, vaginal discharge, bladder problems., urinary problems., bladder infection.,plaintiff did not undergo essure confirmation test.,vaginal infection, headaches, fatigue, weight gain, hormonal changes, migraine. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/left side essure could not found'), pelvic pain ('under a great amount of pain / a lot of pelvic pain / I feel the need of a surgery, I feel tubal blockage occurring on only one side, perforation of uterus or fallopian tubes from movement of the device/ pain ¿ chronic') and genital haemorrhage ('I'm like extremely bleeding right now') in a 47-year-old female patient who had essure (batch no. A20057) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included gallbladder operation. No allergies. Age of first period: 12 years. Age at first intercourse: 16 years. No irregular periods, no cramping during periods, no spotting, no sexually transmitted diseases, never an abnormal pap smear, no menopause, no previous iud use. Concurrent conditions included blood pressure high, nonsmoker, abstains from alcohol and vulvovaginitis. Family history included blood pressure high (mother). Concomitant products included medroxyprogesterone acetate (depo provera) since 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criterion medically significant), 4 years 8 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria disability, medically significant and intervention required), fungal infection ("I am frequently sick of various infections, either have yeast or a urine infection"), urinary tract infection ("I am frequently sick of various infections, either have yeast or a urine infection"), hot flush ("hot flashes"), abdominal pain lower ("cramping"), menorrhagia ("menstrual periods are heavier"), nausea ("always feeling nausea"), abdominal pain ("pains I deal with in my abdominal stomach"), feeling abnormal ("she feels out very bad"), chromaturia ("her urine is dark"), dysmenorrhoea ("dysmennorhea (cramping)"), back pain ("back pain"), dyspareunia ("dyspareunia"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), rash ("rash"), skin disorder ("skin condition"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), headache ("headaches"), fatigue ("fatigue"), migraine ("migraine"), vulvovaginal mycotic infection ("yeast infection"), alopecia ("hair loss") and female sexual dysfunction ("apareunia") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (robotic total laparoscopic hysterectomy with bilateral salpingo-oophorectomy and hysterectomy with essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, fungal infection, urinary tract infection, hot flush, feeling abnormal, chromaturia, dysmenorrhoea, back pain, dyspareunia, metrorrhagia, skin disorder, psychological trauma, cystitis, vaginal infection, headache and migraine outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain lower, menorrhagia, nausea, abdominal pain, rash, vaginal discharge, bladder disorder, urinary tract disorder, fatigue, weight increased, hormone level abnormal, vulvovaginal mycotic infection, alopecia and female sexual dysfunction had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, chromaturia, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, fungal infection, genital haemorrhage, headache, hormone level abnormal, hot flush, hypersensitivity, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: I currently lost my job because I could not compel with the restrictions on the job due to the pains I deal with. I can not keep a job because I only experienced in warehouse or maintenance that requires me to do heavy lifting and pushing where I start having issues and it starts hurting again. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: the fallopian tube serosa is pink, hyperemic, smooth and glistening. Cut surface reveals an unremarkable lumen. The second ovary has attached fallopian tube. The ovary measures 3.2 x 1.5 x 1.1 cm and weighs 2.8 grams. The outer surface of the ovary is yellow-pink, convoluted. There is a 1 cm clear watery fluid filled cyst on the outer surface of the ovary. The inner lining is smooth without palpitations or nodularity. The cut surface of the ovary is tan-pink with multiple cysts ranging in size from 0.3 to 0.6 cm. All cysts are filled with clear watery fluid and have a smooth tan inner lining. The attached fallopian tube segment measures 5.5 x 0.5 x 0.5 cm and has attached fimbria. The fallopian tube serosa is tan-pink, hyperemic and smoot. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal discharge. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 10-oct-2019: pfs and mr received. Reporters information updated. Lot no. Were added. Event: yeast infection , hair loss, apareunia were added. Event outcome were updated. Medical history and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/left side essure could not found'), pelvic pain ('under a great amount of pain / a lot of pelvic pain / I feel the need of a surgery, I feel tubal blockage occurring on only one side, perforation of uterus or fallopian tubes from movement of the device/ pain ¿ chronic') and genital haemorrhage ('I'm like extremely bleeding right now') in a 47-year-old female patient who had essure (batch no. A20057) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included gallbladder operation. No allergies. Age of first period: 12 years. Age at first intercourse: 16 years. No irregular periods, no cramping during periods, no spotting, no sexually transmitted diseases, never an abnormal pap smear, no menopause, no previous iud use. Concurrent conditions included blood pressure high, nonsmoker, abstains from alcohol and vulvovaginitis. Family history included blood pressure high (mother). Concomitant products included medroxyprogesterone acetate (depo provera) since 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criterion medically significant), 4 years 8 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria disability, medically significant and intervention required), fungal infection ("I am frequently sick of various infections, either have yeast or a urine infection"), urinary tract infection ("I am frequently sick of various infections, either have yeast or a urine infection"), hot flush ("hot flashes"), abdominal pain lower ("cramping"), menorrhagia ("menstrual periods are heavier"), nausea ("always feeling nausea"), abdominal pain ("pains I deal with in my abdominal stomach"), feeling abnormal ("she feels out very bad"), chromaturia ("her urine is dark"), dysmenorrhoea ("dysmennorhea (cramping)"), back pain ("back pain"), dyspareunia ("dyspareunia"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), rash ("rash"), skin disorder ("skin condition"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), headache ("headaches"), fatigue ("fatigue"), migraine ("migraine"), vulvovaginal mycotic infection ("yeast infection"), alopecia ("hair loss") and female sexual dysfunction ("apareunia") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (robotic total laparoscopic hysterectomy with bilateral salpingo-oophorectomy and hysterectomy with essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, fungal infection, urinary tract infection, hot flush, feeling abnormal, chromaturia, dysmenorrhoea, back pain, dyspareunia, metrorrhagia, skin disorder, psychological trauma, cystitis, vaginal infection, headache and migraine outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain lower, menorrhagia, nausea, abdominal pain, rash, vaginal discharge, bladder disorder, urinary tract disorder, fatigue, weight increased, hormone level abnormal, vulvovaginal mycotic infection, alopecia and female sexual dysfunction had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, chromaturia, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, fungal infection, genital haemorrhage, headache, hormone level abnormal, hot flush, hypersensitivity, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: I currently lost my job because I could not compel with the restrictions on the job due to the pains I deal with. I can not keep a job because I only experienced in warehouse or maintainance that requires me to do heavy lifting and pushing where I start having issues and it starts hurting again. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: the fallopian tube serosa is pink, hyperemic, smooth and glistening. Cut surface reveals an unremarkable lumen. The second ovary has attached fallopian tube. The ovary measures 3.2 x 1.5 x 1.1 cm and weighs 2.8 grams. The outer surface of the ovary is yellow-pink, convoluted. There is a 1 cm clear watery fluid filled cyst on the outer surface of the ovary. The inner lining is smooth without papillations or nodularity. The cut surface of the ovary is tan-pink with multiple cysts ranging in size from 0.3 to 0.6 cm. All cysts are filled with clear watery fluid and have a smooth tan inner lining. The attached fallopian tube segment measures 5.5 x 0.5 x 0.5 cm and has attached fimbria. The fallopian tube serosa is tan-pink, hyperemic and smoot. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal discharge lot number: a20057; manufacture date: 2012-06; expiration date: 2015-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/left side essure could not found') and pelvic pain ('under a great amount of pain / a lot of pelvic pain / I feel the need of a surgery, I feel tubal blockage occurring on only one side, perforation of uterus or fallopian tubes from movement of the device/ pain ¿ chronic') in a 47-year-old female patient who had essure (batch no. A20057) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test." The patient's medical history included gallbladder operation. No allergies. Age of first period: 12 years. Age at first intercourse: 16 years. No irregular periods, no cramping during periods, no spotting, no sexually transmitted diseases, never an abnormal pap smear, no menopause, no previous iud use. Concurrent conditions included blood pressure high, nonsmoker, abstains from alcohol and vulvovaginitis. Family history included blood pressure high (mother). Concomitant products included amoxicillin, lisinopril and medroxyprogesterone acetate (depo provera) since (B)(6) 2012. In 2012, the patient experienced urinary tract infection ("I am frequently sick of various infections, either have yeast or a urine infection"). On (B)(6)2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In 2013, the patient experienced nausea ("always feeling nausea"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and vulvovaginal mycotic infection ("yeast infection") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced genital haemorrhage ("I'm like extremely bleeding right now"), 4 years 8 months after insertion of essure. In 2017, the patient experienced rash ("rash- on neck & arms, like bites"). In 2018, the patient experienced bipolar disorder ("hormonal changes- bipolar") and alopecia ("hair loss"). In (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria disability, medically significant and intervention required), fungal infection ("I am frequently sick of various infections, either have yeast or a urine infection"), hot flush ("hot flashes"), abdominal pain lower ("cramping"), menorrhagia ("menstrual periods are heavier"), abdominal pain ("pains I deal with in my abdominal stomach"), feeling abnormal ("she feels out very bad"), chromaturia ("her urine is dark"), back pain ("back pain"), dyspareunia ("dyspareunia"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), skin disorder ("skin condition"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), headache ("headaches"), migraine ("migraine"), female sexual dysfunction ("apareunia"), mood altered ("hormonal changes- mood change") and anxiety disorder ("anxiety disorder"). The patient was treated with surgery (robotic total laparoscopic hysterectomy with bilateral salpingo-oophorectomy ). Essure was removed on (B)(6)2018. At the time of the report, the device dislocation, fungal infection, urinary tract infection, hot flush, feeling abnormal, chromaturia, dysmenorrhoea, back pain, dyspareunia, metrorrhagia, skin disorder, psychological trauma, cystitis, vaginal infection, headache, migraine and anxiety disorder outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain lower, menorrhagia, nausea, abdominal pain, rash, vaginal discharge, bladder disorder, urinary tract disorder, fatigue, weight increased, bipolar disorder, vulvovaginal mycotic infection, alopecia, female sexual dysfunction and mood altered had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety disorder, back pain, bipolar disorder, bladder disorder, chromaturia, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, fungal infection, genital haemorrhage, headache, hot flush, hypersensitivity, menorrhagia, metrorrhagia, migraine, mood altered, nausea, pelvic pain, psychological trauma, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: I currently lost my job because I could not compel with the restrictions on the job due to the pains I deal with. I can not keep a job because I only experienced in warehouse or maintenance that requires me to do heavy lifting and pushing where I start having issues and it starts hurting again. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6)2018: the fallopian tube serosa is pink, hyperemic, smooth and glistening. Cut surface reveals an unremarkable lumen. The second ovary has attached fallopian tube. The ovary measures 3.2 x 1.5 x 1.1 cm and weighs 2.8 grams. The outer surface of the ovary is yellow-pink, convoluted. There is a 1 cm clear watery fluid filled cyst on the outer surface of the ovary. The inner lining is smooth without papillations or nodularity. The cut surface of the ovary is tan-pink with multiple cysts ranging in size from 0.3 to 0.6 cm. All cysts are filled with clear watery fluid and have a smooth tan inner lining. The attached fallopian tube segment measures 5.5 x 0.5 x 0.5 cm and has attached fimbria. The fallopian tube serosa is tan-pink, hyperemic and smoot. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal discharge. Lot number: a20057 manufacture date: 2012-06 expiration date: 2015-06 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Events per pfs: anxiety and hormonal changes were split to bipolar disorder and mood change. Seriousness criteria removed for genital hemorrhage. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("under a great amount of pain / a lot of pelvic pain / I feel the need of a surgery, I feel tubal blockage occurring on only one side, perforation of uterus or fallopian tubes from movement of the device") and genital haemorrhage ("I'm like extremely bleeding right now") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gallbladder operation. No allergies. Age of first period: 12 years. Age at first intercourse: 16 years. No irregular periods, no cramping during periods, no spotting, no sexually transmitted diseases, never an abnormal pap smear, no menopause, no previous iud use. Concurrent conditions included blood pressure high, nonsmoker and abstains from alcohol. Family history included blood pressure high (in mother). Concomitant products included medroxyprogesterone (depo provera) on (B)(6) 2012. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability and medically significant), genital haemorrhage (seriousness criterion medically significant), fungal infection ("I am frequently sick of various infections, either have yeast or a urine infection"), urinary tract infection ("I am frequently sick of various infections, either have yeast or a urine infection"), hot flush ("hot flashes"), abdominal pain lower ("cramping"), menorrhagia ("menstrual period are heavier"), nausea ("always feeling nausea") and abdominal pain ("pains I deal with in my abdominal stomach"). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, menorrhagia, nausea and abdominal pain had not resolved and the fungal infection, urinary tract infection and hot flush outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, fungal infection, genital haemorrhage, hot flush, menorrhagia, nausea, pelvic pain and urinary tract infection to be related to essure. The reporter commented: I currently lost my job because I could not compel with the restrictions on the job due to the pains I deal with. I can not keep a job because I only experienced in warehouse or maintenance that requires me to do heavy lifting and pushing where I start having issues and it starts hurting again. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 1-jun-2017: consumer stated she would process her own claim (request for reimbursement, copies returned from attorney): her date of birth, medical history, concomitant drug (depo provera), indication for essure, and events "under a great amount of pain, a lot of pelvic pain / I feel the need of a surgery, I feel tubal blockage occurring on only one side, perforation of uterus or fallopian tubes from movement of the device", "I am frequently sick of various infections, either have yeast or a urine infection", "hot flashes", "cramping", "menstrual period are heavier", "always feeling nausea", and "pains I deal with in my abdominal stomach" were added. On 1-jun-2017: no new information fu 3 and fu4 process together on 1-jun-2017: device indication added. On 6-jun-2017: consumer added event "I'm like extremely bleeding right now". On 6-jun-2017: no new information. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.